Event description:
It was reported that after eating without announcing the meal (as instructed by doctor), the ilet user¿s glucose rose to 294 mg/dl and then fell to 39 mg/dl, at which point they treated with oral glucose but was unable to ingest enough before losing consciousness. Emergency services administered sugar water and transported the user to an emergency department where they were monitored and released without being admitted. The case was transferred for medical review. Symptoms included hyperglycemia followed by hypoglycemia with loss of consciousness, diaphoresis, and shaking/tremors. Outcomes included a serious injury/illness/impairment requiring unexpected medical intervention with medication. Investigation included communication/interviews and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found, and a usage problem was identified as a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.